Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 4469 mg/dl last night. The patient's sensor was reading low so she ate without testing her blood glucose. Troubleshooting was declined. No products were returned or replaced.